Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain and presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited an increase in pacing impedance and capture threshold. An echocardiogram revealed a small pericardial effusion. The lead was repositioned on (B)(6) 2021. The patient was in stable condition throughout.